Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during a cholecystectomy procedure that the hand switch did not activate. Another device was used to complete the case. There was no adverse consequences to the pt. Please take photos for japanese customer. One device returning.